Event description:
A report was received that the patient was experiencing continuous vomiting, high blood pressure and myoclonic jerks. It was also reported that the reason for vomiting and jerks could not be determined.

Manufacturer narrative:
Additional information was received that there was no high impedances noted. The physician believed that the symptoms were not device related.

Event description:
A report was received that the patient was experiencing continuous vomiting, high blood pressure and myoclonic jerks. It was also reported that the reason for vomiting and jerks could not be determined.